Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, the intracardiac signals would not display on the live screen or the review screen. The ECG cable was replaced with no resolution so the procedure was canceled. There were no adverse consequences to the patient due to the cancelation.